Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer experienced low blood glucose levels while in the hospital for something unrelated to diabetes. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test. The reservoir volume matched the amount of insulin in the reservoir. Nothing further was reported.